Event description:
The complaint is reported as: the needle hub cracked during use. No patient injury or complication reported. A new device was used and the patient was re-punctured in internal jugular vein.

Manufacturer narrative:
(B)(4). It was reported that the actual device was not available for return; however, the customer provided two photos for evaluation. The first photo is of the product lidstock and the second is of an introducer needle connected to an ars syringe. The photo of the introducer needle revealed a crack in the needle hub. This damage is consistent with a design issue seen in past complaints. The report of a cracked needle hub was confirmed by the customer supplied photos. Visual examination of the photo revealed one single crack on the needle hub. A device history record review was performed, and no relevant findings were identified. Based on the photo provided, design caused or contributed to this event. A non-conformance was been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.10.- correction is as follows: it was reported that the actual device was not available for return; however, the customer provided two photos for evaluation. The first photo is of the product lidstock and the second is of an introducer needle connected to an ars syringe. The photo of the introducer needle revealed a crack in the needle hub. This damage is consistent with a design issue seen in past complaints. The report of a cracked needle hub was confirmed by the customer supplied photos. Visual examination of the photo revealed one single crack on the needle hub. A device history record review was performed, and no relevant findings were identified. Based on the photo provided, design caused or contributed to this event. A non-conformance was been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the needle hub cracked during use. No patient injury or complication reported. A new device was used and the patient was re-punctured in internal jugular vein.

Event description:
The complaint is reported as: the needle hub cracked during use. No patient injury or complication reported. A new device was used and the patient was re-punctured in internal jugular vein.

Manufacturer narrative:
(B)(4). It was reported that the actual device was not available for return; however, the customer provided two photos for evaluation. The first photo is of the product lidstock and the second is of an introducer needle connected to an ars syringe. The photo of the introducer needle revealed a crack in the needle hub. This damage is consistent with a design issue seen in past complaints. The report of a cracked needle hub was confirmed by the customer's returned photo. Visual examination of the photo revealed one single crack on the needle hub. A device history record review was performed, and no relevant findings were identified. Based on the photo provided, design caused or contributed to this event. A CAPA has been opened to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.